Event description:
Medtronic received information that a ped3 pipeline vantage did not in the middle and proximal section. Distal deployment is alright, able to see the distal part of the pipeline open well against the vessel wall. During mid segment deployment, the pipeline didn¿t seem to open up. The healthcare provider (hcp) tried to re-sheath and unsheath few more attempt but failed open mid segment of the pipeline. Decided to retrieve the device and replace with another pipeline lot b281076. It was not positioned in a bend. It was not stuck in the capture coil. More than 50% had been deployed when it failed to open. The pipeline was resheathed more than two times. No additional steps were taken to open the pipeline. The devices were prepared according to the instructions for use (IFU). The pipeline was resheathed and removed from the patient. The patient was being treated for a saccular, unruptured aneurysm. The distal landing zone was 5mm and the proximal landing zone was 10mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Post procedure angio done after replacement implant deployed, angio shows good opposition. No patient symptoms or complications were reported.  Ancillary devices: fg15150-0615-1s, lot 223993588

Manufacturer narrative:
B3: event date is not known.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped3-027-550-30, item:10, lot no: b473971 found no bent or kink with pushwire. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned attached to the pusher. The distal and proximal ends of the pipeline vantage shield were found fully opened and damaged. In addition, the middle section was found to be open and no damage. No other anomalies were observed. Based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure/incomplete open proximal (flex) and middle section as the braid was found to be fully opened. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline vantage shield more than two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.